Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the communicator would not take a charge. The patient stated that they had not been able to charge it for almost 8 days and they were starting to get worried about it. Per the patient, the charging issues began about 6 months ago, and they had tried several different outlets and bought a new cord but that did not resolve the issue. A replacement communicator was requested from the repair department because the communicator was no longer taking a charge.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 07-nov-2024, UDI#: (B)(4). H3: analysis of the communicator [s/n (B)(6)] found that the micro usb pins were bad and the port/hub was visually damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.